Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the electrical board during visual inspection. However, pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, pump trace download analysis confirmed the pump alarmed power error detected alarm, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error detected alarm, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer¿s spouse reported via phone call that insulin pump alarmed to change the battery and the display went blank. She also reported that the customer experienced high blood glucose of 299 mg/dl. The customer went to the doctor and while in the clinic, blood glucose spiked to 491 mg/dl. The doctor treated the customer with a 12 unit injection of short acting insulin. Troubleshooting was done. The display returned, and the insulin pump alarmed with a pump error after reset. The alarm was cleared. Troubleshooting for high blood glucose was declined. The customer called back later to report receiving another replace battery now alarm. The customer did not receive a low battery alert prior to the alarm. Blood glucose at the time of the call was 200 mg/dl. It was advised the pump would need to be replaced. The insulin pump was returned for analysis.